Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. X-rays were provided and were reviewed by a health care professional. The review concluded a right tha with a superior and slightly posterior dislocation. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film however visually the cup has a vertical orientation which likely predisposes the patient to dislocation. Soft tissue calcifications of uncertain etiology were noted and osteopenia is present. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown, liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02321. Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision surgery approximately 30 years post implantation due to dislocation. During the procedure it was noted that the head had worn through the liner. The surgeon replaced the locking ring and put in a new trilogy 32mm 20-degree liner for a 48 trilogy shell. He changed the head with a 6 degree 32mm short plus. Attempts have been made and additional information on the reported event is unavailable at this time.